Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.

Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited a micro perforation of the ventricle. This lead was then successfully repositioned and remains in service. No additional adverse patient effects were reported.